Event description:
Md stapled across a portion of the spleen with the second refill and the stapler jammed. It wouldn't fire or release. Several attempts to use the manual override failed. After continued manipulation it released without firing. It required 3 firings of the white load echelon stapler. On the second firing, the echelon did not release, in spite of the emergency back up in place. At this time there was oozing. The spleen was packed and a right angle was used to control the vessels proximally which were controlled with 0-silk ties and transected. The stapler was removed from the field without damage to the vessels. A new stapler and cartridge were opened and used.